Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).

Event description:
Information was received indicating that both pumps were alarming no disposable, pump won't run, with a smiths medical, cadd medication cassette attached. It was reported the current residual volume was 49.8 ml and neither pump would stop alarming when the cassette was attached. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time